Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed but did not resolve the issue. Customer¿s blood glucose level was 90 mg/dl. Further information regarding the patient or event was not provided.